Event description:
It was reported that during a lap cholecystectomy, the jaws on the device will not open after having been just taken out of the box. Another device was used to complete the procedure. There was no adverse consequence to the patient reported.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.